Event description:
The customer contacted beckman coulter to report that while running shutdown/startup on the coulter lh 750 hematology analyzer, the instrument generated light scatter (ls) offset errors. The customer indicated that while attempting to troubleshoot the ls errors, they observed a leak. The volume of the leak was approximately ½ gallon and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, face shield, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed a clear fluid leak coming from the flowcell. Upon further investigation, the fse discovered that port 3 of the flowcell had a disconnected tubing. The tubing at port 3 (upper sheath restrictor) is used to rinse the flow cell in between cycles with diluent. The fse replaced the disconnected tubing, and as a preventive measure replaced the light scatter. After servicing the instrument, no further evidence of leaking was observed. The cause of the leak was a disconnected tubing at port 3 of the flowcell. (B)(4).